Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Vessel and aneurysm morphology at the time of implant are unknown. The patient presented for a routine follow up. Currently, the vessel morphology was reported as the aortic neck is 29 mm in diameter at the renal artery, and disease progression with aortic neck dilatation. A recent CT demonstrated that the bifurcated stent graft has migrated distally 1 cm, with no endoleaks present. There has been no intervention. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration), patient's condition affected effectiveness of device (anatomy related, disease progression). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related, disease progression).